Event description:
Customer reported that two patient samples containing anti-d did not react with 0.8% resolve panel a lot 8ra185. One patient had a history of anti-d, the other patient had a passively acquired anti-d.